Manufacturer narrative:
The device was received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test or verify communicate to sensor simulator due to missing segments/partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that he was having an issue with his transmitter and the screen on his pump got cracked and having lost sensor and calibration error. The customer states that the screen was blacked out in some places and he cannot read it. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned and the sensor will not be returned for analysis.